Event description:
The initial reporter complained of qc and precision issues for ast acc. To ifcc with pyridoxal phosphate activation (astpm) on a cobas 8000 c702 module. These issues prompted the repetition of patient samples. Of the data provided for 3 patient samples, the results for 1 patient were discrepant. The initial result was 24 u/l. The repeat result on a different c702 module was 14 u/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The c702 module serial number was (B)(6).

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info g contact office-manufacturing site (continued g1) and medwatch field g4 PMA / 510k (premarket numbers) updated. The field service engineer inspected the module and replaced all of the reagent probes. He verified the analyzer's performance with successful air purges, mechanical checks, qc, and precision tests. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.